Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 781mg/dl. The customer stated that she does not have a tubing clamp available to troubleshoot. No further info was provided.